Event description:
An angio-seal device was inserted without reported difficulties. Pt experienced bleeding at the puncture site shortly after returning to the room. Manual pressure and a pressure dressing were applied for a period of time. However, the nurse was asked to respond to another pt emergency and upon return, a hematoma had developed. The hematoma was compressed and reopro was discontinued. The puncture site continued to ooze during the night. The pt experienced a hypotensive event with a questionable anaphylaxis reaction and was transfered to ICU. The physician does not believe that this event was caused by the angio-seal device, however, hospitalization was prolonged. The pt was discharged on 11/23/1999, in satisfactory condition.